Manufacturer narrative:
The device was received by depuy synthes power tools. The eval is still in progress. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the attachment was overheating. The device was not being used during surgery. No injury or medical intervention occurred. There was no additional info provided.